Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 20 x 3.50 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on the most distal stent strut rows with stent struts lifted. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80-90% stenosed, 20x3.50mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 20 x 3.50 promus premier drug-eluting stent was advanced; however, the stent strut was lifted up at the lad and could not be used. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The 80-90% stenosed, 20x3.50mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 20 x 3.50 promus premier drug-eluting stent was advanced; however, the stent strut was lifted up at the lad and could not be used. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.